Event description:
It was not possible to retrieve the ballon through the sheath. The vessel had to be dissected.

Event description:
The clinical engineer at customer's facility called baxter technical service on (B)(6) 2010 to report an as50 pump that overinfused lipids to a patient. The pump was set to infuse 16.7 ml of lipids over a 24 hour period, the pump actually infused 16.7ml over a 1 hour period. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The information received stated that ¿it was not possible to retrieve the balloon through the sheath. The vessel had to be dissected¿. A non sterile piece of balloon from a sds pg on opta pro 10mmx 59mm, 135 cm was received incomplete and loose from the body/shaft at proximal seal area and stuck in unknown guidewire, the balloon piece appears as if it had been inflated and deflated, also the balloon presents a radial burst at 5.7 cm from the tip, the inner body was detached from the rest of the body/shaft. The marker bands were moved from its original position, however, the ib shows the swagger process, which it is evidence that the mb were placed in the correct position during process. The stent was not received with the product. Gw was received coiled. No other abnormalities were observed in the device. The balloon pieces and ib/mb were reviewed under microscope at 25x of magnification and it was observed that ib shows like blade damage near to the proximal seal, also ib has a hole and abrasions that could be caused by a blade. The ib has evidence of swagger process, also the nesting process was performed due to stent marks were observed over the balloon. A scanning electron microscope was performed to the piece of balloon/innerbody and the results are the balloon external surface exhibited evidence of severe wrinkling, abrasions and splits; the balloon internal surface exhibited no evidence of damage. The inner body presented elongations and a damage that appears to be caused by a sharp tool in its proximal portion, also a hole in the inner body can be observed, this hole appears to be caused by a sharp tool and the motion of the cut appears to be caused in a distal to proximal motion. The cause of the inner body¿s damages could be related to the damages found in the balloon; however this could not be conclusively determined. The marker bands exhibited no anomalies whatsoever. The DHR review could not be conducted because the lot provided in the preliminary comments as 1426623 has 1 digit missing; it has 7 digits instead of 8. As part of the investigation of the recent complaint received, it was reviewed which controls are placed in the sds and catheter lines in order to inspect any anomaly in the product, and controls are in place to detect any damage in the balloon and ib, markerband position, gw lumen verification and od balloon, those defects are mentioned because of the balloon/ib received condition. The reported failure withdrawal difficulty in the balloon cannot be confirmed. The exact cause could not be determined; it is likely the procedural factor could contribute with the reported failure. Neither the analysis suggests that the reported failure and damage in the balloon and innerbody are related to the manufacturing process. Procedural factors could contribute with the failures experienced by the customer. Therefore, no corrective or preventive actions will be taken. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. From the information provided and the results of the product analysis, it appears that the damage to the balloon, other than the burst, were caused by a sharp object, likely a scalpel, during the attempt to remove the device from the patient. The likely cause of the reported withdrawal difficulty was a balloon burst possibly caused by vessel characteristics.